Event description:
It was reported that the patient was experiencing a pinching sensation at the ipg site when twisting and was uncomfortable when lying on the left side. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: explant date: 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 serial: (B)(6) /(B)(6). Batch: 5144279/5079325.